Event description:
It has been reported to philips that the system is not booting up. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, the fse reconnected power & signal cable of x-ray pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.